Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant, the lens broke inside the patient's eye as the doctor positioned the lens. Additional information was requested, but no further information is available. There are two medical device reports associated with this event. This is 2 of 2.

Event description:
Additional information was received stating the second haptic of iol got stuck between injector and cartridge, making it necessary to explant the lens. There was patient contact and no patient harm.

Manufacturer narrative:
Based on the additional information received, it has been determined that the report goes under MDR guidance document and exemption no.1-iol-e1996004. No regulatory reports required. The manufacturer internal reference number is: (B)(4).